Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was estimated that phenomena, (1) front-panel led flashes continuously and (2) switch not activated, was generated by the effect of dust, and it was improved by removing the dust in the scope sensor. Also, the front panel switch was functioning normally and there was no problem found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during a diagnostic colonoscopy procedure, a e300((scope communication error) displayed, the front panel led were blinking continuously and the narrow band imaging (nbi) and transillum function switches were not working on the evis exera iii xenon light source. The procedure was completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.